Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when they removed the reservoirs the insulin pump chips off pieces of the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had reject new batteries and also leak insulin, back light makes sound when turn on. The insulin pump will not be returned for analysis.